Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely elevated total human chorionic gonadotropin hcg (thcg) results were obtained on multiple patient samples when processed on an advia centaur xpt analyzer. Quality control (qc) and calibration were within the laboratory established ranges. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse decontaminated the analyzer, replaced the wash separation manifold, acid and base pumps, reagent probes 1 (r1) and 2 (r2), luminometer, vacuum regulator, and waste reservoir bottle tubing/cap. Siemens further evaluated the event and concluded that the issue with the vacuum caused the falsely elevated thcg result. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated total human chorionic gonadotropin (thcg) results were obtained on multiple patient samples when processed on an advia centaur xpt analyzer. The initial results were not reported to the physician(s). The same samples were reprocessed on the original analyzer and obtained lower results. The lower results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated thcg results.